Manufacturer narrative:
Date of event: (B)(6) 2021. 12mar2021 .

Event description:
It was reported that the ventilator displays a "peak flow alarms not reached" and a "patient disconnection" alarm suddenly. Then the ventilator stops randomly. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer was using an unapproved accessory (opti flow). The customer was provided with additional training on high flow therapy.